Event description:
In 2008, the pt reported that she attempted to remove a full insulin cartridge from her infusion device, and the plunger became stuck to the piston rod. This caused the entire cartridge to spill into the cartridge compartment. She was educated on the proper technique for removing insulin cartridge from the infusion device. She stated that she would switch to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.